Event description:
The patient¿s mother reported that three consecutive pods failed to communicate during activation, each displaying a ¿cannot find the pod¿ message. The mother stated that during each activation attempt, the omnipod controller was nearby, they relocated to a different area to improve connectivity, and a hard reset of the controller was performed; however, the issue was not resolved. Due to the inability to activate any pod, insulin therapy was interrupted, and the patient experienced elevated blood glucose levels, with the highest reading obtained via finger-prick testing reported as 452 mg/dl. On (B)(6) 2026, the patient presented to the emergency room (ER) and remained there at the time of reporting. No symptoms or formal diagnosis were reported. Treatment at the ER consisted of administering insulin, and the patient was prescribed insulin pens due to the absence of a backup insulin delivery method. The pods were discarded and are unavailable for investigation.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm or determine the root cause of the reported communication error. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.